Event description:
It was reported via clinic notes that the patient recently had 10-12 seizures that required hospitalization. The vns was checked and was found to be at end of service, so the patient was referred for emergency replacement referral. When the patient underwent generator replacement surgery, the battery was found to be at intensified follow-up indicator (ifi) = yes, so the increased seizures couldn't be attributed to loss of therapy. Diagnostics were within normal limits. The explant facility is known to discard all explanted devices. No additional relevant information has been received to date.